Manufacturer narrative:
No patient involvement. The suspect instrument was returned and inspected. Findings as follows: orange fighter will mate to the clamp, the threads are in good condition as well as the hex key head to attach to clamp. No fault found. Unable to confirm reported problem. This issue was documented in a medtronic navigation hardware anomaly tracking database for trending and monitoring. A replacement instrument was sent to the site for issue resolution.

Event description:
A site purchasing department representative reported that the threads were worn on the small passive orange fighter. She did not have any further details. No patient was present or impacted.

Manufacturer narrative:
Correction: further review of the analysis of the returned device clarified that the reported issue was unlikely to cause serious harm. The initial MDR was submitted in error, and the reported event should not have been considered a reportable malfunction. Correction: this issue was not documented in a medtronic navigation hardware anomaly tracking database for trending and monitoring as the returned part was found fully functional.